Event description:
It was reported that urine leakage occurred immediately after the foley catheter balloon was fixed, and the location of the leakage was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. Three photos were received for evaluation. The first photo is a top view of the 3 way silicone catheter. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap and lot number: ngjr2161. Received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 1 min 28 seconds; however, cuffing was noted. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, label and device history review were not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leakage occurred immediately after the foley catheter balloon was fixed, and the location of the leakage was unknown. Per notification from investigator on 11jun2025, there was asymmetrical balloon was present during evaluation.